Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, in a patient with thickening of the native valve cusp but little calcification, the valve "slipped easily". As a result, per the physician, a deeper valve placement in the left ventricle was unavoidable. During the procedure, a new left bundle branch block was observed and improved the same day; no treatment was reported. Three days following valve implant, a transient "advanced" atrio-ventricular block was observed and did not improve. Subsequently, four days after valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported. Additional information was received indicating that no pre-implant balloon aortic valvuloplasty (bav) was performed. During the procedure, the valve was recaptured two times due to the valve dislodging during deployment.